Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a kink in the distal shaft that was located at the edge of the collar, collar damage (collar was lifted slightly from the distal shaft material) and the tip was damaged (misshapen). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 06-apr-2018. It was reported that the catheter failed to advance to the target area. The target lesion was located in the right coronary artery (rca). A guidezilla¿ ii guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla¿ ii did not advance to the area that the physician wanted before reaching the lesion. The procedure was completed with a non bsc guide catheter. No patient complications were reported. However, device analysis revealed that the collar was lifted slightly from the distal shaft material.